Event description:
It was reported to philips that the device failed the therapy delivery test. It was reported to philips that the device failed the therapy delivery test. There was no patient involvement.